Event description:
The manufacturer received information alleging a ventilator would not power on. There was no patient harm or injury. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The device's system board was replaced to address the issue.